Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer alleged for possible insulin pump delivery. Customer experienced high blood glucose of 293mg/dl and current blood glucose was 278mg/dl. Customer was treated with bolus correction. Drive support cap appears normal. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test. Device received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.